Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and duplicated the reported phenomenon, also the subject device could not boot. Olympus(B)(4) found the printed circuit board failure of the subject device which might have been caused the reported phenomenon. It was also found the image flicking which was occurred by the failure of the video connector, and there was the corrosion on the printed circuit board. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failures of the subject device due to deterioration of the components on the printed circuit boards by long term repeated use passing more than 7 years since manufacturing the subject device. Those the printed circuit board failures might also have caused that the subject device was not booted. If additional information becomes available, this report will be supplemented.